Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter had foreign matter on (B)(6) 2024 the nurse found hair, approximately 1.5 cm in length, inside the unopened heparin cap package during a material check.

Event description:
No additional informaiton provided.

Manufacturer narrative:
1. Returned sample analysis: the customer returned a picture of defect. There is about 1.5 mm hair embedded into the seal area of the unit package that can be observed, which cannot be moved. 2. Review batch record information, 1) the complaint lot#3234470 was produced in the prn automatic assembly line, the production date is 2023-10, and the m860 packaging machine was packaged in 2023-10, and the batch of products totaled (B)(4). 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Retained sample analysis: checked the appearance of retained sample of the complaint lot, the quantity (B)(4), no abnormality was observed on the retained sample 1) review the packaging line of prn, the hair source may be from the raw material (include top web, bottom film), the operator gmp was not performed well, the worktable. 2) it's the first receive this kind of defect in fy24, it's a low probability event. 5. Take actions: 1) inform the defect at the ssu meeting, enhance the operator quality sense, and ask the operator perform the work cloths by gmp, and clean the work area regulatory; 2024-09-26 completed. 2) the plant continue pay attention to this defect.